Event description:
Pt called lfs on 6/24/03 alleging their ot ultra meter was missing segments. The pt did not report experiencing any high or low blood glucose symptoms while attempting to test. The pt reported having a blood glucose test performed by a physician and receiving treatment, but the blood glucose result is not known, nor is the treatment known. The issue was not resolved with troubleshooting. A letter is being sent to the pt to attempt to obtain more clinical info. This case is being reported as a malfunction because there is insufficient info to show the meter may have caused or contributed to a serious injury.